Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided in the journal article. The article was written by matthew a. Butler, ginger e. Holt, samuel n. Crosby, and douglas r. Weikert. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "nerve injures, including injuries to the ulnar nerve." Number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01627 / 01633 / 01636).

Event description:
Information was received based on review of a journal article titled, "late posterior interosseous nerve palsy associated with loosening of radial head implant" which is a case study of one man using an explor (biomet, (B)(4)) press-fit, modular, bond-coated, titanium alloy radial stem. The journal article reports the patient underwent a resection arthroplasty and exploration of the posterior interosseous nerve. The stem and head were removed from the patient. Ecchymosis and an extraosseous hemorrhagic cyst were noted during the procedure. The contents of the cyst included joint fluid, a hemosiderin-laden cyst wall, and hemorrhagic debris.